Manufacturer narrative:
A ge service representative performed an on site investigation. The system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not calibrate. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.